Manufacturer narrative:
The device was received undeployed. The pink slide insert was not visible in the viewing window. Arms of the linkage assembly were not deployed. Download data showed that the first prime ended prematurely at 22 pulses and the device was deactivated at 32 pulses. The device did not run enough pulses during the first priming sequence for the needle mechanism to deploy as intended. Rotational sensor abnormalities were seen in the data. The device was reset, paired with a master pdm and 5 unit bolus was successfully delivered. The cannula deployed as intended during the rerun. Rotational sensor abnormalities were reproduced in the rerun data. Contamination was observed on the commutator cap which resulted in the reported needle not deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was worn for less than an hour.